Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4)implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
The manufacturer representative reported that all electrode impedances were greater than 40,000 ohms and that no stimulation was felt during an implantable neurostimulator (ins) replacement procedure. Prior to the procedure, the battery could not be interrogated and the impedances would not be checked as the battery was depleted. After the battery was changed and the leads were hooked up to the ins, the impedance check showed all greater than 10,000 ohms, regardless of the reference electrode. The leads were taken out, wiped off, and made sure that the leads were seated inside the battery, but when it was rechecked, the impedances were still high (even at 3.0 volts). The leads ends were put inside the multi-lead trialing cable (mltc) to check and the impedances were still all reading greater than 40,000 ohms. There was no resolution after the x-rays were checked and the leads were put back into the battery and again after impedance checks were ran, and after the ports were swapped. The physician closed the patient, and the impedances were checked again in recovery. The impedances were still high, and the patient did not feel any stimulation from either lead. The issue was not resolved at the time of the report. The patient was going to be referred to a surgeon for a lead replacement. It was indicated the patient had spinal pain. A follow-up report will be sent should additional information be received.